Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that approximately two weeks after implant the implantable pulse generator (ipg) indicated atrial impedance out of range. A loose setscrew on the device is suspected. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range and the weekly impedance trend shows unipolar and bipolar atrial lead impedance increased to greater than 2000 ohms by (B)(6) 2014 and continued to increase to greater than 4000 ohms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.